Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A materials management reported that during a cataract extraction with intraocular lens (iol) implant procedure, the lens didn¿t unfold properly. The procedure was completed. Additional information has been requested and received stating there was no harm to the patient.